Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose. The customer's blood glucose went to 30mg/dl and collapsed. The customer was having issues with the cgm, says he was in the 50'smg/dl when he tested it was in the 120mg/dl-200'smg/dl. The customer was wearing the insulin pump at the time of hospitalization.